Event description:
It was reported the patient's blood glucose (bg) level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was applied. The device was originally reported for high bgs and the pod not communicating with their continuous glucose monitor (cgm).

Manufacturer narrative:
The pod was received with the soft cannula deployed. Review of the patient history buffer (phb) data downloaded from the pod found multiple instances of missing sensor values. The phb showed that the pod was generating multiple estimated glucose values of -1, indicating connection loss between the pod and the sensor. The system responded appropriately to the missing sensor values. Inspection of the pod found no damages or manufacturing deficiencies that would result in communication issues between the pod and the sensor were observed. The exact cause of the pod-sensor communication issues could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.